Event description:
It was reported the needle mechanism did not deploy. The pod was worn on the leg for less than an hour. No adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received in undeployed state. Investigation results found the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in the completion of the second priming sequence without the cannula and needle deploying. The download data contains no timeouts, drive stalls, or hazard alarms. Upon investigation of the drive mechanism, the exact cause of rotational sensor error could not be determined. Upon rerun, the cannula and needle were found to deploy normally. The rotational sensor error prevented the cannula and needle from deploying after second priming sequence was completed. Inspection of the pod found no damages or contamination that could cause this sensor malfunction. It could not be determined what caused the rotational sensor error.